Event description:
It was reported that the inflatable penile prosthesis is "presenting a deformation in the corpus cavernosum." No fluid loss has been identified but one side of the device inflates more than the other. Cylinder aneurysm was identified using resonance imaging. The patient began experiencing continuous pain and pain during penetration around the end of (B)(6). No intervention has been performed yet. The patient is awaiting undergoing a revision surgery.

Event description:
It was reported that the inflatable penile prosthesis is "presenting a deformation in the corpus cavernosum." No fluid loss has been identified but one side of the device inflates more than the other. Cylinder aneurysm was identified using resonance imaging. The patient began experiencing continuous pain and pain during penetration around the end of (B)(6). No intervention has been performed yet. The patient is awaiting undergoing a revision surgery. T was further reported that the "deformation in the corpus cavernosum" was the patient presenting with cylinder aneurysm during dilation of the device.